Event description:
Following arthrocopy a piece of the stryker shaver was noted to be missing. Dr. Was notified. An x-ray was ordered and done. The film showed the piece to be in the patients right knee. Dr. Removed the piece under a c-arm procedure. Re-entry of previous operating side was done under local anesthesia. The shaver piece was removed without complication by drdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.